Event description:
It was reported the pt has not charged her scs ipg in approximately six months and the ipg does not communicate with external devices. A sjm representative met with the pt and confirmed the ipg does not communicate with external devices. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Additional information received identified the patient had her scs system explanted and replaced with a competitor's system. The date of the explant is undetermined at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.